Event description:
Several long 7mm stents were placed in the sfa. The physician post dilated with 6x120 evercross balloon. At approximately 8 atm pressure, the balloon burst. Resistance was felt as the physician tried to remove the balloon. It looked as if the distal portion of the balloon was unable to deflate. The entire sheath and balloon system was removed. Upon examination of the balloon, a portion of it was missing. Just proximal to the highest stent we placed a 7x40 stent to pin up the remaining balloon material and left marginalized flow. The distal marker was found in the distal peroneal and left untreated.